Manufacturer narrative:
Clarification section d: device type has not been provided. Default to saline device. Coding based on terminology of "rupture" provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported " rupture of the right prosthesis and grade IV periprosthetic capsular contracture". The device was explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6a, h6.

Event description:
Healthcare professional reported " rupture of the right prosthesis and grade IV periprosthetic capsular contracture". The device was explanted. This relates to the right side.

Event description:
Healthcare professional reported right side "rupture and grade IV periprosthetic capsular contracture". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a4, a5, a6, d1, d2a, d2b, d4, d9, g4, h3, h4, h6.